Event description:
The device user (du) reported that the device spontaneously shut down while the liver was being placed on the pump. The device shutdown occurred approximately 3 to 4 minutes into the perfusion. The device remained powered off for about 3 seconds, after which the du pressed the power button and the device successfully powered back on. Upon restart, the device displayed message codes 170 (no blood temperature measurement detected) and 190 (terumo timeout/no replies terumo crc error). The clinical specialist (cs) had the du put the device into operate mode. The du confirmed that all pump parameters and flows were in normal range. The du mentioned, "the power issue seemed more like a breaker tripped then came back on right when the power button was pressed." The cs confirmed that the e-stop was not engaged and confirmed that the device plug was not unplugged and had not moved. Subsequently, the liver was successfully transplanted.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se could not reproduce the reported issue. The se completed physical inspection and ran a perfusion, switching between mains and battery power without error. The device passed all relative testing.